Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to decreased impedance and unspecified lead malfunction.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found rubbed through 28.5 cm distal to the df4 connector pin and 32 cm proximal to the lead tip. These insulation damages are assumed to be the root cause of the reported clinical observations. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, cuts into the insulation were found 26.5 cm distal to the df4 connector pin, which probably occurred during the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.